Event description:
It was reported that pump time was incorrect due to a malfunction alarm occurred and pump shutting off unexpectedly. During troubleshooting with tandem technical support, the malfunction alarm was cleared and time corrected, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 188 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.